Event description:
Patient reported right side a capsular contracture baker grade IV , seroma and pain . Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified deformation and bubbles. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported right side a capsular contracture baker grade IV , seroma and pain. Device has been explanted.

Event description:
Patient reported right side a capsular contracture baker grade IV , seroma and pain. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: red particles in the shell. Encapsulation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.